Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the b30 scope communication error cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the plug unit leaking contract pins, failed insulation test, after vacuum aeration insulation was ok, image, slightly out of focus, lens guide tube had minor buckles and dents, the plug unit leaking contract pins after vacuum aeration gets dry and connector gets dry and needs to clean dry fluid. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis eus ultrasound bronchofibervideoscope. The intended procedure was completed with another device of the same model in another procedure room. There was no delay reported. There were no reports of patient harm associated with this event.